Manufacturer narrative:
Manufacture date was unavailable as no lot number was provided. No parts or files have been received by the manufacturer.

Manufacturer narrative:
Suspect tap was returned for evaluation. As reported, the tip of the instrument is visibly bent. Otherwise, the instrument appears to be in good condition. Material deformation directly caused event. A new tap was sent to the site for issue resolution.

Event description:
A medtronic representative reported that while in a spine procedure, a 3.75 non-cannulated tap was bent out of alignment. The surgeon completed the procedure with the use of the navigation system and other taps in their set. There was no impact on patient outcome.